Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer suspected infusion set site may have been bent resulting in occlusion alarm; however, customer declined troubleshooting therefore cannula damage could not be verified. Customer's blood glucose level was 400 mg/dl. In addition, it was reported that the pump battery depleted faster than expected and that the pump did not vibrate or "beep" when the occlusion alarm occurred. Customer blood glucose level was 163 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.